Event description:
The event is reported as: complaint alleges: "the staple cannot be fired from stapler." Defect was discovered during use on a pt. No pt injury.

Manufacturer narrative:
Device sample has not been returned to manufacturer in time for this report.